Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a peripheral intervention. Reportedly, after retracting the footplate, the proglide device became stuck. A cut down of the artery removed the device. It was found that half of footplate was inside the artery and half of it was outside the artery. The was vessel repaired and hemostasis achieved with surgical suturing. No additional information was provided.